Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 the event cannot be confirmed. Visual examination of the provided pictures identified an explanted articular surface component and femoral component. Both devices were covered in bio-debris. No product was returned therefore no further evaluations can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an left initial knee surgery. Subsequently, the patient suffered an unknown workplace accident and ruptured their pcl causing instability and the patient was revised approximately 15 months post-op. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42512100810 - psn mc ve asf l 10mm 8-11/ef - 66313938. 42530007501 - tibia trabecular metal two-peg porous fixed bearing left size f - 66113842. 42540200032 - all-poly patella cemented 32 mm diameter - 66540343. G2 : foreign country : australia. H6 : mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.